Manufacturer narrative:
(B) (4): since the device was not returned for analysis, the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized and released according to applicable standard operating procedures. (B) (4): device was not returned.

Event description:
After almost a year of implantation, this pacemaker was explanted for infection and erosion.